Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood it the inflation lumen and balloon. Microscopic examination presented no damage or irregularities to the tip of the device, the shaft or the hypotube of the device. The balloon was loosely folded. Microscopic examination inspection revealed a 6.5mm longitudinal tear in the balloon wall from mid-way to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that crossing difficulties was encountered. Vascular access was obtained via the femoral artery. The totally occluded, 20mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion contained >45 and <90 degrees bend. A 12mmx2.25mm nc quantum apex¿ balloon catheter was advanced to post-dilation but failed to get through the stent area due to the resistance encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a longitudinal balloon tear.